Event description:
Boston scientific crm received information that this device battery statues fluctuated. At one device check up, it showed 1.5 years remaining with a 90 magnet rate, at the next check up, it showed end of life and no magnet rate. The device was explanted and replaced. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage.